Event description:
Customer reports the external ventricular drainage system would not allow drainage of cerebrospinal fluid into the measurement chamber. The tubing was disconnected from the chamber then easily flushed with sterile normal saline; when reconnected to the chamber, resistance was met. The nurse and physician verified that all clamps were undone and the stopcock was in the open position. A new drainage bag was then used without a problem.